Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump history was missing data. Reportedly, the blood glucose (bg) values entered into the bolus menu was not being registered under the pump's bg history. Bg level was 117 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.